Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer had hyperglycemia. The customer's mother stated that the customer had high blood glucose levels pf 30.1 mmol/l at the time of incident. The customer's mother also stated that the insulin pump received insulin flow block alarm. It was reported that the customer had high blood glucose levels because he was disconnected from the insulin pump for two hours and may have had pressure at the site. Troubleshooting was performed related to insulin flow block. The customer was advised to replace out the infusion set. Product is not expected to return.